Manufacturer narrative:
A field service engineering (fse) was at customer's site to resolve reported event. Fse confirmed the reported error by reviewing the error log but was unable to reproduce the error. Fse checked the y axis cable connections, found dirty and misaligned main arm sample nozzle guide rods. Fse resolved the problem by cleaning and lubricating the main arm sample nozzle guide rods. Fse checked for any obstructions, ran macro for tip pickup observing sample nozzle movements and ran simulated test run using 20 cups; no issues seen or detected. Analyzer was validated by running samples. No further action required by field service. The aia-2000 analyzer is functioning as expected. The aia-2000, serial number (B)(4), was installed on (B)(6) 2019. A complaint history review and service history review for similar complaints was performed from installation date (B)(6) 2019 through aware date 18nov2019. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4: error messages states: [4211] main arm y- axis home detection failure. Cause: the home sensor failed to activate after the main arm y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to dirty and misaligned sample nozzle main arm.

Event description:
A customer reported getting error message 4211 "main arm y- axis home detection failure" on the aia-2000 analyzer. The customer removed a stuck tip, but all set home operation resulted on error 4211. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.